Event description:
Health professional reported that after injection in the forehead and nasolabial folds with juvederm ultra plus xc, a pt developed "redness," as well as edema and a "small pustule" approx "24 hours after injection" at the injection sites. The pt was treated with a prescription of "titibe ointment (analgesics), omnicef (antibiotics), mucorase (anti inflammatory agent), methicol (degassing), tarion (allergy) 3 times after meals per day for 6 days." Approx two days later, the pt was also injected with "hyalase." Treatment was indicated "yes" by the reporter as to prevent permanent damage or worsening of symptoms which could have led to permanent damage for the pt. The reporter indicated that "yes" the event was considered product related but "no" the event was not life threatening nor did it cause a permanent injury. Symptoms were reported as having resolved approx nine days after the initial dermal filler injection.

Manufacturer narrative:
(B)(4). Device history review summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.